Event description:
A malfunction was reported by the caller concerning the pump. There was no adverse impact to the customer's blood glucose level. The customer¿s pump, which was part of a field correction, displayed malfunction code 16 and was not resettable. Technical support (cts) arranged to replace the pump, confirming the customer would use multiple daily injections (mdi) to ensure insulin delivery until the replacement arrived.